Event description:
It was reported that this right atrial (ra) lead pacing impedance had a measurement that was greater than 3000 ohms, which was high out of range, which triggered a lead safety switch (lss) from bipolar to unipolar sensing configuration. While in the unipolar configuration, there was oversensing of noise which resulted in inappropriate atrial tachy response (atr) mode switches. It was noted that the patient was symptomatic and felt the unipolar pacing. Technical services (ts) analyzed device episode data and found that a daily threshold test was found to be in suspension which put the atrial capture threshold at 5.0v, which was most likely what the patient was feeling. Reprogramming options were discussed. It was also noted that this patient was not pacing dependent. No adverse patient effects were reported. Currently, this lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).